Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported on (B)(6) 2025 a 10mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. The device was prepared per instructions for use (IFU). During implant the left atrial disc took on a cobra head shape. The occluder was re-sheathed and re-deployed but the cobra shape maintained. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 12mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no kinks or angulations noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instructions for use, the recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f. A 9f sheath was used to deliver the device.